Event description:
It was reported that two burrs came off the screw during the removal procedure. The patient felt pain on the flexor tendon and then the doctor removed the va locking screw distal. At that time two burrs came out of the screw head. They look spring shape and probably the thread was peeled. The doctor found the burr in the patient body after the screw was removed. He thinks that the big load applied on the screw head makes a burr. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the locking screws shows that two burrs came off the screw during the removal procedure. It is obvious that the screws came into hard contact with the plate during the removal procedure and the threads were sheared off while in strong contact with the plate. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As the screw threads were sheared off while in strong contact with the plate during the removal procedure, this device failure is related to the conditions of use and operational context contributed to this event.